Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed error code 110a proximal pressure sensor auto-zero failed" alarm occurred in our sales office. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed that there was an error code 110b proximal pressure sensor auto-zero failed" alarm. The pse replaced the data acquisition board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The removed data acquisition printed circuit board assembly (pcba) was returned to the product investigation lab (pi). The pil technician installed the da pcba board into a pi ventilator to duplicate the reported issue. Functional analysis was performed and identified that the device pressure accuracy testing passed. Tech could not duplicate the failure from the service. The suspect data acquisition pca operates on the test vent stb without any issue. The suspect data acquisition pca passed pressure accuracy testing as noted in the current revision of service manual. No fault found.